Event description:
The proximal femur fracture occurred during the surgery with the amis leg positioner upon trial reduction (internal rotation of the foot). The surgeon cabled the fracture and the surgery was completed successfully. Surgeon says it was the presence of osteophytes that could caused the fracture and half the medial calcar came off during preparation and removal of femoral bone head that greatly weakened the integrity of the proximal femur.

Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 1656238: 15 items manufactured and released on 08-march-2018. No anomalies found related to the problem. To date, no other similar events have been reported on the same lot.